Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen on (B)(6) 2019 who has reported ¿beeps¿ from the controller. Patient noted it when on battery and moving. They reported that they saw a connect power alarm even both batteries were connected. Patient changed the batteries to fully charged ones and they still heard ¿beep¿ sound. The battery clips are new. Patient was seen here and the modular drive line connection closest to the pump was not fully tight when went to check it. It tightened a little bit and seemed to remain tight after that. No other damage to drive line was seen. No alarms seen on vad interrogation. Upon analysis of the log we noted a communications fault at 9:13:33. Also, at 9:13:34 the pump speed was at 0 for 2 seconds. At this time the patient may have noted a beep from the controller. A modular cable replacement may be required in order to potentially resolve the issue. Refer to the IFU for the instructions on how to replace the modular cable. The modular drive line cable was exchange on (B)(6) 2019 at the recommendation of abbott due to a communications fault and pump stop that occurred the morning of (B)(6) 2019. The current log file was unremarkable. The prior log file¿s pump stop appears to have been caused by an esd event. A communication fault or a drive line communication fault do not cause a pump stop. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a brief pump stop that was consistent with electrostatic discharge. No alarms were active during this brief pump stop, and a direct correlation between the reported alarms and heartmate 3 lvas, serial number (B)(6) could not be conclusively established. The first system controller event log file contains data from (B)(6) 2019 at 05:36am through (B)(6) 2019 at 02:16pm. One brief pump stop was captured on (B)(6) 2019 at 09:13:34 am. This pump stop lasted approximately 3 seconds. Com-a, com-b, power-b broken, low pump current, low speed advisory, low speed hazard, pump stop, and low flow fault flags were associated with this event. This event did not result in any audible alarms. The pump stop appears consistent with an electrostatic discharge event. The system appeared to have functioned as intended at the set speed before and after the pump stop event. It should be noted that power cable disconnect alarms were captured on (B)(6) 2019 at 09:52:54 am and 9:53:26 am that were not associated with power source exchanges. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No additional atypical alarms were captured. No additional atypical events were captured in the system controller periodic or lvad log files. The pump appeared to be functioning as intended. The center reported that the patient stated there were ¿beeps¿ from their controller. The patient noted it while on batteries and moving. The patient reported seeing a connect power alarm, even when both batteries were connected. The patient was seen in the clinic and the modular driveline connection closest to the pump was not fully tight when it was checked. It tightened a little bit and seemed to remain tight after that. No other damage to the driveline was observed. No alarms were seen on vad interrogation. The vad coordinator indicated that there was a significant amount of debris in and around the modular cable driveline connection. They did not appear comfortable leaving the mod cable in place. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use and patient handbook provide information regarding esd and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.